Manufacturer narrative:
The device was returned and an investigation was completed. Visual inspection identified kinking in the device's cannula and a severed outflow cage/pigtail assembly; confirming the reported complaint. Scratches, knicks, and gouges were also identified on the returned introducer, consistent with vessel calcification. The condition and size of the patient's vasculature are unknown. A review of the DHR was conducted and found no manufacturing issues or reworks for this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot. The root cause of the pump damage is most likely excessive force used to deliver the pump resulting from difficult vasculature and placement technique. These factors placed an excessive strain on the outflow cage struts.

Manufacturer narrative:
The impella rp was received from the customer and a device investigation is underway. A supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) year old african american female presenting with right ventricular failure for hemodynamic support with the impella rp. Successful placement of the device was achieved, however, advancing the pump proved difficult. The physician found the outflow cage appeared abnormal under fluoroscopy, as such, attempted to remove the device. During removal, the outflow cage and pigtail had separated from the catheter and was left in the right ventricle. A gooseneck snare was inserted and the remaining components of the device were removed successfully. A new rp device was opened and used without issue.